Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported leakage. Event description: material #305200 lot #2172519 filter needle leaked upon pulling up drug.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate of (B)(4) and the complaint will be cancelled. The associated MDR will be void.